Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: contact person confirm that the missing material/damage described above occurred outside of a surgical procedure (e.g., not while in use within the patient). There were no report of fragments falling from the device while used within a patient. The patient hasn¿t returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal pitch cable at the proximal. The broken cable segment that contains the crimp was missing from clevis and not returned with the instrument. The cable was full broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported prior to starting a da vinci-assisted procedure the mega suture cut needle driver instrument was found to have exposed wires. The instrument was not used on the patient and procedure completed as planned.